Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient was hospitalized on (B)(6) 2026 due to an adhesive issue, as the infusion set was pulled off during use, leading to hyperglycaemia with symptoms of vomiting.at the time of the event, the patient's blood glucose level was 15.8 mmol/l and ketones were 7.6 mmol/l. The patient was treated with an intravenous (IV) insulin drip, and the hospital stay lasted for more than twenty four hours. No further information available.